Event description:
Per the audiologist, during the surgery, a large vein with bleeding was encountered over the mastoid. It was plugged repeatedly with bone wax and the cochlear implant was inserted. More bone wax was used before closing the site. The pt later developed hydrocephalus (otitic hydrocephalus) with visual changes vi nerve palsy, lethargy and near coma. He was admitted into neurological ICU care (date not reported). Reportedly, the pt is improving slowly and is ready for the cochlear implant to be turned on. The pt is being monitored and reportedly "should be ok".

Manufacturer narrative:
.